Event description:
Pt had a medi-port catheter inserted via the left subclavian vein. Pt has received numerous chemotherapy regimens through the catheter since it was inserted. The pt stated that there was difficulty infusing through the catheter about a week ago. Cxr showed that the port was lodged in the pulmonary artery. The mediport had broken and the fragment was in the main pulmonary artery. Although the pt was asymptomatic, the segment was removed due to the risk of infection and thrombosis if it remained.